Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a leadless pacemaker interventional procedure. Reportedly, the plunger was unable to be depressed in step 2. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 21f sheath and the leadless pacemaker procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The mechanical jam was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The returned device plunger deployed without issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4: model, catalog number updated from 12673-03 to 12773-03.

Event description:
Subsequent to the initially filed report, the following information was received: the plunger jam occurred with a prostyle device. No additional information was provided.